Manufacturer narrative:
Should additional information become available regarding this event, it will be reevaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2011 the patient was implanted with a spectra penile prosthesis device. On (B)(6) 2011 the entire device was removed due to infection and the patient was re-implanted with an inflatable penile prosthesis.